Manufacturer narrative:
Initial reporter phone number removed from grid - failing electronic submission:(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "inop message speaker malfunction is displayed".no death or patient /user injury or harm was reported. The device was not used for monitoring at the time of the alleged malfunction.